Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
It was reported that, during a routine follow-up, this pacemaker was found to have a battery status of elective replacement indicator (eri). At the previous follow-up, six months prior, the expected remaining longevity was six years. Premature battery depletion was suspected and a revision procedure was performed to replace the device. This pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Calculation include pacing rate, amplitude, pulse-width and lead impedance upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining . Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Field was corrected.

Event description:
It was reported that, during a routine follow-up, this pacemaker was found to have a battery status of elective replacement indicator (eri). At the previous follow-up, six months prior, the expected remaining longevity was six years. Premature battery depletion was suspected and a revision procedure was performed to replace the device. This pacemaker was explanted. No additional adverse patient effects were reported.